Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the reporter was experiencing unspecified issues with the pump. This complaint is being reported because the reported issue was not resolved at the time of contact. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/26/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/10/2015 with the following findings:there was no available pump data from the time of the reported event due to continued patient use. During testing, the pump powered on appropriately, the display screen was clear and legible, the audible and vibratory alarms functioned appropriately, the pump buttons responded appropriately to presses, and there were no errors, alarms, or warnings in the pump history related to the complaint.